Event description:
Drug/diluent: 5fu 1500mg. Fill volume: unk. Flow rate: unk. Procedure: chemotherapy. Cathplace: unk. (B)(6). B braun in (B)(6) reported the pump infused in 3hrs. Adverse event: patient exhibited heart palpitations after 3 hours.

Manufacturer narrative:
Method: the sample has not yet been received, but was reported to be available. Result: without the actual product a complete analysis cannot be conducted. Conclusion: a follow-up report will be filed when the investigation has been completed. A review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release.